Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced symptomatic cerebral infarction (clot to the brain). The day after the procedure, that clot had entered to the patient's brain. It was reported that a symptomatic cerebral infarction was diagnosed. No additional interventions were conducted for the cerebral infarction and the physician commented that they would continue to monitor the patient's progress. Multiple cerebral thrombi were confirmed on MRI (magnetic resonance imaging). It was reported that the adverse event was char/clot. An inquiry regarding the event is planned. The target arrhythmia was paroxysmal atrial fibrillation. Only pulmonary vein isolation was performed. The number of ablations was 30. No stacking was done. This was a varipulse plus procedure. The patient had a prior history of cerebral infarction (on (B)(6) 2026) and has undergone a watchman procedure.